Event description:
It was reported that the patient presented with an unspecified infection, hematoma, and wound dehiscence during a clinical follow-up for a post-procedure wound check. The pocket appeared red, showed signs of discharge, and had an exposed incision. It was not healing properly, and a hematoma was evident, likely due to the patient picking at the incision site. The physician did not allege that the infection is related to product and the procedure, but rather with the patient's lack of wound care and interference with the pocket site. The entire system¿including the pacemaker, right ventricular (rv) lead, right atrial lead, and a capped rv lead¿was explanted. A temporary pacemaker lead was implanted through the internal jugular (ij) vein for backup pacing. The patient remained in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.